Manufacturer narrative:
Photographs of the concentrator were provided. They show that the tubing from the left sieve bed to the pe valve and product tank is darkened, and a section of the tubing is deformed/melted such that a hole has formed, allowing sieve material to escape. There is an area of discoloration on the inlet filter, and a small area of the cabinet filter is missing, presumably having melted from the heat generated when the sieve material escaped containment. The regulator/product tank appears to be intact. This incident is being reported to the FDA based on the evidence that the device experienced an over-pressurization event of the product tank, an overheating event, or a possible precursor to such events. The underlying cause of the alleged issue is unconfirmed. However, this failure mode resembles that which has been previously identified and investigated. Components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. This issue also resulted in a field correction ((B)(4)) to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction. The subject concentrator is over 3 years old. The irc5po2v user manual advises, "the product has been tested for the service life stated in this manual. Use of the product beyond this time period may cause injury or product damage. Only use the product for the service life stated in this manual. Do not exceed the service life of the product. Perform all maintenance according to the recommended schedule in this manual. The expected service life of this product is three years of operation when used in accordance with the safety instructions, maintenance intervals and correct use, stated in this manual. The effective service life can vary according to frequency and intensity of use." It was requested that the device be returned to invacare for inspection. If additional information becomes available, a supplemental record will be filed.

Event description:
The dealer reported that portions of the irc5po2v concentrator have melted, which appears to be related to a failure of the pe valve that he has seen in the past. He stated that a corner of the external filter was melted, along with a melted spot on the hepa filter and interior tubing. The dealer advised that there were no injuries or damage to the patient's home.